Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal (unknown concentration, dose, and lot number) via an implantable infusion pump. The pump¿s indications for use were intractable spasticity and cerebral palsy. The patient reported that the pump had been empty since (B)(6) 2016; she stated that the managing healthcare professional (hcp) would not fill her pump because she wanted it evaluated to see whether the catheter was still in place or broken, or cracked. The patient experienced withdrawal, which she described as sudden. She had been in and out of the emergency room (ER) for the past couple of weeks due to pain. The event date was reported as (B)(6) 2016; the event date provided is an approximated date. The patient was to follow-up with a hcp. A supplemental report will be submitted if additional information is received.

Event description:
Additional information was received from a hcp indicated other medications that the patient was taking at the time of the event was ¿none from this office¿. The patient¿s medical history was noted as ¿728.85, 344.00, 707.0, 781.0, and 729.1¿ however the specific diagnosis were not reported. The patient missed appointments on (B)(6) 2016 for a pump refill. Troubleshooting included requesting that the patient go to the emergency department (ed) or ¿nsgy¿ for a pump dye study. The patient lived three hours from the reporter¿s office. Actions included advising the patient to get a pump dye study. The cause of the empty pump was a patient missed a refill appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.